Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. After the restart, the c-arm could move for a while, but when it failed again, another restart was needed. The philips field service engineer (fse) visited the system onsite and confirmed that the c-arm was unable to move. Upon troubleshooting, the fse first checked the power supply for the c-arm and found it had no power. To resolve the issue, the fse replaced the power supply. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.